Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a cracked and leaking extension tubing was confirmed. Visual examination revealed that nearly half of the female luer body was broken off. There were no additional signs of damage to the luer or rest of the set. Functional testing was not performed due to the obvious damage. The root cause of the crack has not been determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse was administering hydrocortisone and noted leaking from a cracked filter tubing where it mated to a syringe module set. The tubing was replaced and there was no patient harm.